Event description:
It was reported that during a non-calcified, non- tortuous, circumflex (cx)-obtuse marginal artery stenting procedure, a rx trek balloon dilatation catheter (bdc) was used for pre-dilatation. Two xience stents were implanted with a kissing technique in the cx/om osteum successfully. An angiogram was done and there was a distal dissection seen. Two xience xpedition stents were advanced, but would not cross the implanted xience stent in the cx to treat the dissection. There was no damage noted to the implanted stent with the advancement of the two xience xpedition sds. Reportedly, the physician believes that the pre-dilatation rx trek bdc caused the dissection. The dissection self resolved and the patient is in stable condition. There was no clinically significant delay in the procedure reported. The patient was discharged home on an unspecified date. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of vessel dissection is listed as a known adverse event in the rx trek instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.